Event description:
It was reported that this patient's pacemaker was beeping. Upon interrogation in clinic, it was found that the pacemaker was at its elective replacement indicator (eri). At last check approximately three months prior, the battery life estimate was one year left. An analysis of device data to determine battery status was declined. It was also found that the intrinsic amplitude of the left ventricular (lv) lead was high at greater than 25 mv along with intermittent loss of capture (loc) and high out of range pacing impedance measurements greater than 2500 ohms. No additional adverse patient effects were reported. Currently, this pacemaker system remains in service. According to additional information, this lv lead was surgically abandoned during a scheduled generator change out procedure. A new lv lead was successfully placed. It was noted that there was a break/fracture in this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: added code for fluoroscopy that was performed prior to revision procedure.

Event description:
It was reported that this patient's cardiac resynchronization therapy defibrillator (crt-d) was beeping. Upon interrogation in clinic, it was found that the pacemaker was at its elective replacement indicator (eri). At last check approximately three months prior, the battery life estimate was one year left. An analysis of device data to determine battery status was declined. It was also found that the intrinsic amplitude of the left ventricular (lv) lead was high at greater than 25 mv along with intermittent loss of capture (loc) and high out of range pacing impedance measurements greater than 2500 ohms. No additional adverse patient effects were reported. Currently, this system remains in service. According to additional information, this lv lead was surgically abandoned during a scheduled generator change out procedure. A new lv lead was successfully placed. It was noted that there was a suspected break/fracture in this lead after review of fluoroscopy imaging. No additional adverse patient effects were reported.

Event description:
It was reported that this patient's pacemaker was beeping. Upon interrogation in clinic, it was found that the pacemaker was at its elective replacement indicator (eri). At last check approximately three months prior, the battery life estimate was one year left. An analysis of device data to determine battery status was declined. It was also found that the intrinsic amplitude of the left ventricular (lv) lead was high at greater than 25 mv along with intermittent loss of capture (loc) and high out of range pacing impedance measurements greater than 2500 ohms. No additional adverse patient effects were reported. Currently, this pacemaker system remains in service.